Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number, or cartridge serial number were not provided.

Event description:
Customer reported potential false negative results using the cue covid-19 test for home and over the counter (otc) use (reader sn (B)(4). At the time of the report the customer had not taken an outside confirmatory test but believed they had covid-19 due to present symptoms and exposure since (B)(6) 2022. No further information including date of event, number of events, cartridge lot number, cartridge serial number, patient specific information or if any outside confirmatory tests were taken.